Manufacturer narrative:
Additional information requested but not received.

Event description:
It was reported that patient presented for follow-up in clinic. Upon interrogation, it was noted that implantable cardiac defibrillator (ICD) exhibited over-sensing. Programming changes were made. Patient condition was unknown.

Manufacturer narrative:
Correction: please retract this report 2017865-2025-17092. Upon review, the implantable cardiac defibrillator (ICD) should not have been submitted as a medical device report (MDR) as response from the representative received confirms that there's no allegation of malfunction against implantable cardiac defibrillator (ICD) and event did not indicate a malfunction caused a serious event.